Manufacturer narrative:
The engineering evaluation noted that the femoral loosening reported was likely the result of an insufficient bond between the implant and the bone, which led to aseptic ( non-infected ) loosening. However, this cannot be confirmed as the devices were not available for evaluation, and no further details were provided.

Manufacturer narrative:
Pending evaluation.

Event description:
Left total knee replacement in 2010. The patient was scheduled to undergo revision in (B)(6) 2019. However, the patient fell off a step and twisted the lower extremity. The patient suffered a distal femur periprosthetic fracture. Fracture was brought out to length, patient was placed in hare traction splint and a knee immobilizer.